Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 24 mmol/l and 7.1 mmol/l. Customer took bolus and blood glucose started to fall. Customer performed high pressure test, displacement verification test and self test and they were passed. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not returned for analysis.